Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed helix was broken off and the distal portion of the helix was not returned. Based upon the clinical observations and the laboratory findings, we believe that the fracture characteristics were consistent with torsional overload. Then testing was completed to assess lead electrical performance and inner insulation integrity. The electrical test did not passed due to the fractured helix.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead was an attempt due to unknown product performance issues. A new rv lead was succesfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.